Event description:
It was reported that during device changeout for normal battery depletion, the device appeared bloated upon explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported visual anomaly was confirmed in the laboratory and was due to a bloated battery caused by excessive battery depletion beyond eol voltages. A longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.